Manufacturer narrative:
The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: endoleak.

Event description:
The following information was received by gore: on (B)(6) 2014, follow-up computed tomography angiography imaging (cta) identified an aneurysm diameter of 61 mm. However, a type ii endoleak originating from the inferior mesenteric artery and vertebral arteries was also found. It was decided to monitor the patient. On (B)(6) 2015, follow-up ultrascan examination found an aneurysm diameter of 64 mm. Between (B)(6) 2015 and (B)(6) 2019, the diameter was found to have increased from 66 to 85 mm. On (B)(6) 2019, and to treat the type ii endoleak, a transfemoral embolization of the inferior mesenteric artery was performed and CT imaging showed an aneurysm diameter of 82 mm. Later that day however, the patient started to feel unwell and was diagnosed the following day with an ischemia of the left as well as of the sigmoid colon. According to the physician the ischemia was believed to be related to the embolization procedure. On (B)(6) 2019, ostomy surgery was performed and stoma was created to treated the colon ischemia.